Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2010, from a physician reporting for her female patient (age unspecified) from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b tampons unspecified, vaginally for normal menstruation (lot number b0140w52, expiration date, dose and frequency unspecified). The consumer stated that almost five to seven day after her menstruation, she experienced horrible smell, backache, muscle cramps and localized lower legs and body aches. She was examined by her physician who found disintegrated parts of tampon at the top of her vaginal canal. The physician sent her for unspecified tests and she was prescribed doxycycline, metronidazole and cefaclor. The action taken with the device and the outcome of the events were unknown. This report was assessed as non serious event. The company causality was assessed as possible. The review of the data associated with this complaint category revealed no significant adverse trends. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.